Event description:
The hcp reported that the pump was explanted and replaced after being damaged during lithrothripsy. The pt experienced withdrawal while in hospital. The dose of morphine was restarted at 2.4 mg/day with increases of 1 mg/day weekly for 4 weeks. The pt had been on 55.006 mg/day prior to pump complications. The pt recovered without sequela. The pain is controlled at a dose of 8.005 mg/day.